Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board and fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported there was a burning smell, an ad channel error, and the system locked up. There was no patient injury or death reported.